Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1998, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jul-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that a catheter migration occurred. Explant was planned for (B)(6) 2020. It was unknown when the catheter migration first occurred, but the patient had come to the emergency room (ER) "the night before." The patient experienced increased spasticity related to the migration, and it was confirmed that the catheter was replaced. Diagnostics indicated that the catheter appeared to have migrated out of the intrathecal space. There was speculation as to the cause, however, no definitive cause had been determined.